Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house contour next one meter was tested with the in-house contour next test strips from lot # 8lpeg05a, which gave satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer obtained blood glucose readings of 120 mg/dl on a non-ascensia meter and 265 mg/dl on a contour next one meter within 10 minutes. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. A replacement meter kit was sent to the customer.